Event description:
On (B)(6) 2025, a 73-year-old patient underwent a port placement procedure using chrono titanium port. It was reported during a port placement procedure the catheter allegedly found clogged. It was also reported that there were allegedly problems with aspiration and flushing due to the obstruction. The procedure was completed by replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 73-year-old patient underwent a port placement procedure using chrono titanium port. It was reported during a port placement procedure the catheter allegedly found clogged. It was also reported that there were allegedly problems with aspiration and flushing due to the obstruction. The procedure was completed by replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one flushing connector loaded to a catheter segment and one catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. No anomalies were noted to the loaded flushing connector on the catheter returned. Loaded flushing connector was removed prior to testing. Upon infusion, the returned catheter was patent to both infusion and aspiration without issue. No leaks were observed. Upon infusion of the distal catheter segment, small resistance was felt while what appeared to be thrombus, was exiting with water on the distal end of the catheter segment. Aspiration was attempted and was successful as water fully returned within the attached syringe. However, the investigation is inconclusive for the reported aspiration, flushing and obstruction issues as the sample evaluation results indicating no issue under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. It is unknown whether patient/procedural factors contributed to the event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.